Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 1.64 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. A sequential sample was tested and a result of <0.04 ng/ml was obtained. The original sample was retested and a result of <0.04 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was sample integrity.